Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06273. It was reported the last time the patient used his ipg charger, approximately one year ago, it burned his skin and left a scab. The patient stated he has not used the scs system since. The system is no longer communicating with any of the external devices. The patient is working with his physician to determine the next course of action. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.